Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) revision procedure. Patient was doing well postoperatively. Nothing will be returned as the hospital did not release.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 1-1/2 years ago prior to the date the manufacturer became aware.